Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a plastic was found on lens and in the eye. Sample was not available to return. Additional information was requested and received that according to the operating surgeons, the issue isn¿t consistent but is persistent and their remedy is to remove the entire lot code of iol cartridges associated with the incident. The issue occurs with both our iols as well as the competitors.

Manufacturer narrative:
The used company cartridges were not returned for evaluation. Associated products were not provided. It is unknown if qualified products are being used. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU (instructions for use): the company iol (intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company model cartridges are qualified for use with compatible company model handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).